Event description:
It was reported that: approx ten minutes into a case, an apnea pressure alarm was noted by the user. The user depressed the oxygen flush button and no change was noted. The user switched to manual/spontaneous mode, depressed the oxygen flush button, and no change was noted. The user increased the oxygen flow rate to 12 l/min, closed the apl valve, and verified pipeline pressure was present and noted no change. The user opened the oxygen cylinder tank and was now able to get flow to the reservoir bag. The user manually ventilated the pt to complete the case. No pt injury reported.